Event description:
Customer reported that a pyxis anesthesia system 4000 remained on windows update screen during a procedure. Application would not launch. Required medications were removed from another pyxis anesthesia system 4000 device. The nature of the procedure was not disclosed. Customer reported there was no patient or user harm.

Manufacturer narrative:
Customer reported that a pyxis anesthesia system 4000 remained on windows update screen during a procedure. Application would not launch. Required medications were removed from another pyxis anesthesia system 4000 device. The nature of the procedure was not disclosed. Customer reported there was no patient or user harm. This event is recorded on complaint number (B)(4). Field technician advised customer to reboot the device. Issue resolved once device was given sufficient time for windows software updates to complete. Technician arrived on site to find station working. Anesthesiologist tested station successfully.